Event description:
During baxter's functionality testing, a spectrum pump had false upstream occlusion alarms. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The false upstream occlusion alarms were confirmed through baxter's functionality testing, but were unable to be reproduced through further testing. Physical inspection of this device determined this condition was caused by cracks in the sensor tail pins. The upstream sensor assembly was replaced.